Event description:
According to the reporter: "fluid leaks at the locking thread, which leads to an unnecessary change of the drain immediately after drain insertion. Sometimes we notice that it is leaking before we send the patient back home. Or that patients notice that the bed is wet when they get home/the department, then come back to change the drain. The leak comes from the side hole and not in the connection between the catheter and connecting tube (drainage bag)".

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. After third notification, the sample was not returned for evaluation, additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
Fluid leaks at the locking thread, which leads to an unnecessary change of the drain immediately after drain insertion. Sometimes we notice that it is leaking before we send the patient back home. Or that patients notice that the bed is wet when they get home/the department, then come back to change the drain. The leak comes from the side hole and not in the connection between the catheter and connecting tube (drainage bag)